Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 100 units. The customer's blood glucose level was 169 mg/dl. A new cartridge was successfully loaded. Insulin delivery was resumed.